Manufacturer narrative:
Unk tsv implant was returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside. No pre-existing conditions noted on the per. The reported device was located on tooth #19 and length of usage is unknown as implant date is unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: precautions breakage warning. Review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage . DHR review: DHR review could not be performed, as the lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information. Review completed utilizing keywords: fracture : implant and fracture : screw. Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Catalog and lot number not provided. Manufacturing date is unknown.

Event description:
It was reported that the implant was removed due to becoming fractured. Replacement implant placed in adjacent site next to where the implant was. Tooth # 19.